Manufacturer narrative:
The subject device was received and evaluated. Visual inspection of the loop found charred stains and debris as signs of use, the loop is still intact not missing. The electrode proximal end was broken at the black joint, but pin was not detached, and its internal wiring appeared to be burnt. Observed that biomaterial was found around the damaged area. Further inspection verified that the gyrus acmi plasmakinetic superpulse generator display matched the plasmakinetic supersect and superloop hf cable default settings. There are no abnormalities on both of the t shaped connectors. However, due to the broken proximal end, the electrode is no longer functional; therefore, the reported "error message output shortage" was not replicated. Based on the evaluation findings, the biomaterial debris found on the broken proximal end could have caused a short to the loop and contributed to the reported complaint. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, upon initial clinical use, the device 784515 supersect loop exhibited an error message output shortage on the generator 7440000. The intended procedure was completed with another modality. The following day, another 784515 supersect loop was used on the same generator 744000 and did not have an error. There was no patient injury or harm associated on this reported event. No user injury reported. Device evaluation found internal wiring appeared to be burnt.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the biomaterial on the broken proximal end likely caused a short to the loop and contributed to the reported error code the user received. Olympus will continue to monitor field performance for this device.